Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. After post-mapping using orion, it was noted that air was drawn through the flushing port of the sheath at flushing port in addition to the presence of a fluid leak. The patient experienced st elevation subsequently which was improved with nitroglycerin. The procedure was completed with another device. The patient was stable after the medication was given and the complication is considered resolved. The sheath is not expected to be returned as it was disposed of by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. After post-mapping using orion, it was noted that air was drawn through the flushing port of the sheath at flushing port in addition to the presence of a fluid leak. The patient experienced st elevation subsequently which was improved with nitroglycerin. The procedure was completed with another device. The patient was stable after the medication was given and the complication is considered resolved. The sheath is not expected to be returned as it was disposed of by the facility. Despite the previous information from the facility the sheath has been returned for analysis.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slits of the inner and outer valve. Additionally, there was further deformation of the outer value. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of cause traced to device design' to account for the tears near the valve slits. The extra deformation was determined to most likely be due to the sheath being transported and/or sterilized with the dilator inside of the sheath. It was also determined that st segment elevation is a known inherent risk of the faradrive sheath and is called out in the labeling for the device.